Event description:
Customer reported an issue with the pump's touchscreen as it became unresponsive, preventing any interaction with the device. Blood glucose level was significantly high at 530 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). After attempting to reset the pump without success, technical support decided to replace the pump. The customer was interested in obtaining an out-of-warranty loaner pump and planned to use mdi as backup therapy to maintain insulin delivery.

Event description:
It was reported that the pump touchscreen was unresponsive. The customer¿s blood glucose (bg) level was 530 mg/dl. Elevated bg was addressed by a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.